Event description:
I have recently had 2 clients approach me regarding colon surgeries in which the circular stapling device failed to perform as intended and the pts were left with permanent colostomies. I have researched the internet and the FDA website, and I found a recall for a "covidien dst eea" stapler that occurred in 2008 in (B)(6). However, there is no record of this recall on the FDA website. Was this recall ever taken in the united states? According to the notice, (B)(4), the company has made device modifications. I would ask FDA to look into whether these "modifications" were made to devices sold in the united states. And if so, was a similar recall ever undertaken in the united states? If no recall was initiated in the u.s. And these are the same devices, why was no recall performed in the united states if the same modifications and device risks exist? Diagnosis or reason for use: #1 diverticulitis. #2. Ibs.